Event description:
Pt went to use her pump last night and it would not power on. She changed the batteries and it still would not turn on. She used her other pump with no issues. Her husband tried this morning and it still would not turn on. No further info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.